Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 486 mg/dl and the sensor glucose was 69 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was advised the sensor cannula must be situated properly. The difference between the sensor glucose and blood glucose readings were not within an acceptable range. The suspend on low limit in sensor settings was set to 70 mg/dl. A replacement sensor will be sent as a courtesy. The sensor will not be returning for analysis. The insulin pump was not returned for analysis.